Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported a physician performed an uneventful novasure endometrial ablation (exact date unknown) and the patient was discharged home. Sometime post procedure the patient presented to the emergency room (ER) with "abdominal pain". The physician noted a "pocket of pus in the uterus and [the] patient was septic". Antibiotics were administered and the physician performed a hysterectomy. It is unknown when the patient was discharged home.